Manufacturer narrative:
Device alarmed a35 during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify e35 alarm due to a35 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced the motion sensor test failure alarm. The customer's blood glucose at the time of the incident was 140 mg/dl. The customer was able to clear the alarm and assisted with troubleshooting. No further troubleshooting was possible because the pump showed the error every time it started and during rewind. The pump will be replaced. The insulin pump will be returned for analysis.